Event description:
The user facility reported the graseby syringe pump model 3400 malfunctioned while in the bolus mode delivering adenosine for a stress test. Reported that the calculations and setting were correct but the pump started to deliver the infusion at twice the normal rate.